Manufacturer narrative:
The reported event was confirmed. Received only a photo of the catheter for evaluation. Per inspection of the photo received, it was confirmed that there was a sac burst along the inflation lumen. The root cause was unable to be determined based on the photo. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that, after an unusual sound, the foley fell out and the balloon rupture was found. The patient stated that the foley was implemented on (B)(6). It was confirmed that no pieces were left inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, after an unusual sound, the foley fell out and the balloon rupture was found. The patient stated that the foley was implemented on (B)(6). It was confirmed that no pieces were left inside the patient.